Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor displayed a service code 110 and was unable to complete functional testing. The cause for the service code was a shorted c1 capacitor which caused damage to the l1, l2 and d1 components on the ca board. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.